Event description:
Device issue: none. Adverse event (ae): transient ischemic attack with intervention. Time of ae: post procedure. It was reported that 19 days post successful stent implantation in the left internal carotid artery, the patient was hospitalized with speech difficulty, paresthesia in the right arm and heaviness in the legs. Thrombolytics were given and the deficits, diagnosed as transient ischemic attack, resolved in 1 hour. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). As listed in the instructions for use, transient ischemic attack is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined. There was no indication of any product deficiencies which could have contributed to the outcome of the procedure.